Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was found in back up vvi mode while in the box. The device will be returned.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image. The device reset in the field was due to an uncorrectable parity error. The device was tested and the reset was reproduced during temperature chamber testing. The root cause of the parity error reset is an anomalous component on the hybrid. (B)(4).